Manufacturer narrative:
This report is for an unknown locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Partial part number 212.1xxx provided. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a hardware removal due to a mal-union and infection. Moreover, the patient had experienced delayed healing. Originally, the patient was implanted with one (1) 3.5mm locking compression plate (lcp) low bend medial distal tibial plate, three (3) unknown 3.5mm locking screws, two (2) unknown 3.5mm cortex screws, one (1) 2.7mm lcp plate, four (4) unknown 2.7mm cortex screws and two (2) unknown 2.7mm lag screws on an unknown date. During revision, all hardware was successfully removed and the patient was revised with 3.5mm cortex screw with washer and a variable-angle (va) anteromedial distal tibia plate. Patient outcome is unknown. This report is for an unknown 3.5mm locking screw. This is report 1 of 4 for (B)(4). Additional devices for this event are captured on related complaint (B)(4).